Manufacturer narrative:
A getinge field service engineer (fse) replaced the main batteries. The unit passed all calibration, functional, and safety tests and was returned to the customer cleared for clinical use.

Event description:
It was reported that during routine preventive maintenance (pm) performed by a getinge field service engineer (gfse), the cs300 intra-aortic balloon pump (iabp) batteries didn't last for the pm. There was no patient involvement reported.